Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine box change procedure, this new pacemaker was an attempted implant due to exhibiting intermittent electromagnetic interference (emi) on the egm prior to wound closure. The leads were retested, and the impedance and sensing did not display any changes via device and or pacing system analyzer (psa). The decision was made to implant a new right ventricular (rv) lead, and again noise was observed. As the lead was then ruled out as the cause of this emi, the new pacemaker was then replaced for a different new device. Upon connection of this second new pacemaker, no noise or any further issues were noted. No adverse patient effects were reported. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a routine box change procedure, this new pacemaker was an attempted implant due to exhibiting intermittent electromagnetic interference (emi) on the egm prior to wound closure. The leads were retested, and the impedance and sensing did not display any changes via device and or pacing system analyzer (psa). The decision was made to implant a new right ventricular (rv) lead, and again noise was observed. As the lead was then ruled out as the cause of this emi, the new pacemaker was then replaced for a different new device. Upon connection of this second new pacemaker, no noise or any further issues were noted. No adverse patient effects were reported. The device was received for analysis.

Event description:
It was reported that during a routine box change procedure, this new pacemaker was an attempted implant due to exhibiting intermittent electromagnetic interference (emi) on the egm prior to wound closure. The leads were retested, and the impedance and sensing did not display any changes via device and or pacing system analyzer (psa). The decision was made to implant a new right ventricular (rv) lead, and again noise was observed. As the lead was then ruled out as the cause of this emi, the new pacemaker was then replaced for a different new device. Upon connection of this second new pacemaker, no noise or any further issues were noted. No adverse patient effects were reported. This pacemaker is expected to return for analysis.